Event description:
The customer called to report that she is currently in the hospital after experiencing problems with the insulin pump and diabetic ketoacidosis. Unable to troubleshoot as the customer did not have the insulin pump with her. Advised the customer to call back at her convenience. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.